Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who had a mentor smooth round moderate profile 325cc saline prosthesis experienced right sided deflation post procedure. The deflation was diagnosed through a visit to the physician¿s office. Future explant is indicated, however, at the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
Additional information was received on august 12, 2023. Explant and replacement with mentor saline is planned for (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 1, 2024 mentor received a non mentor device linked to this complaint. Additional clarification has been requested. A supplemental report will be submitted with clarification when it is obtained. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 26, 2024 mentor determined that the non mentor device returned with this complaint file belongs to this event. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. Therefore, no further reporting can be performed on this event. Manufacturer¿s reference number: (B)(4).